Manufacturer narrative:
On 10/09/2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, mentor received additional information regarding the replacement devices. The patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate profile ( catalog #: 3501680, serial # for left: (B)(4), serial # for right: (B)(4). On 10/29/2019, the investigation on the suspected medical device was completed. Investigation summary : according to the information provided, it was reported that a patient experienced right-sided deflation. During evaluation of the device siltex, cracking was observed on the posterior view. Within the siltex cracking, a tear was observed measuring less that 0.1 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 475cc mentor siltex round moderate profile saline implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.